Event description:
Father came out saying that the mother had a wet shirt, and one of the lines were leaking. Nursing staff went in to examine connections and check to see if there was a leak anywhere. It was time to change total parenteral nutrition (tpn) and lipids so nursing staff decided to change all tubing setup. After switching whole tubing set up, nursing staff examine the lines closer. The parents mentioned that maybe it was the hub on the trifurcator so nursing staff started there and was able to find a small hole where liquid was leaking. Trifurcator was placed on the right shared leaderships desk for further investigation. The bedside nurse informed the charge nurse as well during all of this.